Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported tele dropouts occurring sporadically on several tele surv hosts. The device was in use and there was reported patient harm.

Event description:
The customer reported telemetry dropouts occurring sporadically on several telemetry surveillance hosts. The device was in use on a patient. Patient outcome is unknown.

Manufacturer narrative:
A philips technical consultant (tc) was dispatched for onsite service. The tc escalated the issue to a national support specialist (nss). The tc ran the access point controller (apc) upgrader and found no error. The log files were sent to the nss for review. The nss advised the tc to point group alert settings to the internet protocol (ip) address of primary rev c server (ip = 10.13.43.16) as only the 1st floor group was correct. All other groups were updated. While troubleshooting the tc identified that apc2 and apc4 were not working in the philips supplied network. This is considered a product malfunction.the tc ordered and replaced the apcs for apc2 and apc4.no further investigation or action is warranted at this time.